Event description:
It was reported that since the pump was implanted in 2007, the pt has noted a constant feeling of vibration in his skull. The pt had another device implanted in 1989 or 1990 for a trial to treat pain. The pt reported that the device "has not been functional for a long time, but leads and ins are still implanted". The leads are implanted on the side of his neck up to his skull. The hcp believed that the vibration may be caused by the catheter touching the same nerve that lead was touching, resulting in the pt feeling a vibrating sensation. The hcp had advised for the pt to have the leads explanted. The pt planned to consult with another hcp for this. The pt was at home.

Manufacturer narrative:
Results: used for the catheter.